Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control replaced the biphasic pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing, the unit was returned to the customer for use. Physio further examined the removed biphasic pcb assembly and determined that the cause of the reported issue was two shorted transistors, designators q5 and q6.

Event description:
The customer contacted physio-control to report that their device had failed a recent user test and had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio observed that it would only deliver a monophasic shock due to a loss of the negative portion of the biphasic output waveform.